Event description:
During a coronary stent procedure, the stent dislodged while being retracted back into the guide catheter. The stent was deployed where it dislodged. Patient status is listed as "okay".